Event description:
The facility representative reported an mini-infuser with a condition of "not infusing, motor not turning." This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a mini-infuser that was not infusing was confirmed and reproduced during device evaluation. The assignable cause was determined to be debris caught between the motor and lead gear. The debris was cleared to fix the reported condition.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.